Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller states patient received results of 26.4 mmol/l and 9.5 mmol/l within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however product is not expected to be returned.